Manufacturer narrative:
Product analysis: analysis was unable to confirm customer comment. Radiofrequency head had green light, and was able to interrogate devices using a known good programmer. However, the radiofrequency head had fog inside upper case lens. Also, found corrosion inside radiofrequency head. The radiofrequency head failed e-field immunity test. The radiofrequency head was scrapped at service department. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head was unable to light green and was unable to interrogate devices. The radiofrequency head was returned for service. No patient complications have been reported as a result of this event.